Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrhythmia. After successful device interrogation, technical services (ts) reviewed the device data and noted multiple episodes of supraventricular tachycardia (svt), during which the device delivered one inappropriate shock and anti-tachycardia pacing (atp) bursts for an atrial tachycardia. No adverse patient effects were reported. This ICD remains in service.